Manufacturer narrative:
The serial number of the mobile power unit (mpu) was not provided. Therefore, device specific information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that review of the submitted log files by technical services revealed a no external power while the lvad was on mobile power unit (mpu) support. It was not known if this occurred due to the ac power cord of the mpu coming disconnected from the mpu or wall outlet. There was no interruption in pump support to the patient during this event.

Manufacturer narrative:
Device evaluation: the reported event of a no external power alarm while on the mobile power unit (mpu) was confirmed based on the information recorded in the log file provided by the customer. The log files contained approximately 3 days of data. The information recorded on (B)(6) 2018 at 1:43:41am revealed that the system was powered by an mpu. There was no external power alarm recorded on (B)(6) 2018 at 1:45:34am. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the external backup battery during the event. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.